Event description:
During an endovenous closure ablation procedure of the left greater saphenous vein, the impedance increased from 800 to 1000 at 7 cm out. The machine was turned off and catheter removed. The electrodes were visually inspected. There was some fibrin material on them. The electrode was bent. A new catheter was used to complete the procedure. There was no injury.